Manufacturer narrative:
(B)(4). A rv lead revision procedure is being planned but has not occurred yet. This investigation will be updated should further information concerning this procedure be provided.

Event description:
Additional information made available from the field indicated that surgical intervention was performed and the rv lead was surgically abandoned and successfully replaced. The patient¿s pacemaker continues to remain implanted and in service with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and pacemaker were oversensing noise which led to pacing inhibition with an unknown amount of asystole. The patient reported having dizzy spells. The noise was able to be reproduced in the clinic and a high out of range pacing impedance measurement of greater than 2000 ohms was also observed. Thresholds were also noted to have risen and the physician suspected the rv lead to be fractured. A replacement procedure for the rv lead is being planned, but for now the patient¿s system continues to remain implanted and in service. No adverse patient effects were reported.